Manufacturer narrative:
H.6. Investigation summary: DHR: 8225900 a total of (B)(4) units were manufactured on afa line 7 from 17aug18 through 21aug18. Packaged on pkg (B)(4) from 22aug18 through 23aug18. All challenge, set-up and in process samples were performed and passed per specifications. 7310897l: a total of (B)(4) units were manufactured on afa line 7 from 10nov18 through 14nov17. Packaged on pkg (B)(4) from 13nov17 through 15nov17. All challenge, set-up and in process samples were performed and passed per specifications. Received a 22ga iag partially retracted needle-barrel assembly along with 2 empty-open packages from lot numbers 8225900 and 7310897. Visual examination; observed the needle was partially retracted into the safety barrel. Traces of blood residue were present on the hub of the unit received. Damage (cracks, stress marks) was observed on the safety barrel. Conclusion(s): the needle retraction failure described in the incident report was potentially caused by the damage (cracks, stress marks) found on the safety barrel. The unit received had been used; consequently it is unknown where this damage occurred (manufacturing/user/transit). .

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needles did not fully retract. Leaving the needle exposed. No serious injury or medical intervention was reported. Verbatim: "material no.: 381533 batch no.: 8225900, 7310897. It was reported the needles on the catheters did not fully retract. Per complaint form: the provider attempted to start two ivs and the catheters did not fully retract, leaving the needle exposed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8225900. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-08-13. Medical device lot #: 7310897. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needles did not fully retract. Leaving the needle exposed. No serious injury or medical intervention was reported. Verbatim: "material no.: 381533, batch no.: 8225900, 7310897. It was reported the needles on the catheters did not fully retract. Per complaint form: the provider attempted to start two ivs and the catheters did not fully retract, leaving the needle exposed."